Event description:
It was reported that this right ventricular (rv) lead exhibited loss of capture on the rv channel, and thresholds at 1.6v post atrial tachy response (atr) episodes. Technical service (ts) was requested to review device data. Ts provided recommendations for programming and additional testing if needed. The device remains implanted. No adverse patient effects were reported.

Manufacturer narrative:
If pertinent information is provided in the future, a supplemental report will be submitted.